Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00161, 3005168196-2017-00334.

Event description:
The patient underwent a coil embolization procedure using penumbra smart coils (smart coils). There was no report of a device malfunction with the smart coils. Seven days after the procedure, the patient had a stroke and was treated with ativan. The reported stroke was believed to be possibly related to the smart coil system. On (B)(6) 2017, the patient suffered another possible stroke and was admitted to the hospital. As of (B)(6) 2017, it is unknown what the patient's condition is. Please note that the manufacturer has requested further information from the study site; however, as of 03/07/2017, no additional information has been provided.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Neurological deficits including stroke is a known and potential complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported stroke was a potential complication related to the use of the penumbra smart coil system. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
Updated information based on additional clarification received on 08/28/2017 and 09/18/2017: on (B)(6) 2016, the patient underwent a coil embolization procedure using penumbra smart coils (smart coils). Four days after the procedure, the patient had a stroke. The reported stroke was also believed to be possibly related to the aneurysm/malformation disease state but unrelated to the angiographic procedure. The second stroke experienced on (B)(6) 2017 was believed to be possibly related to the aneurysm/malformation disease state but unrelated to the smart coil system and angiographic procedure.